Event description:
The threads of screw driver were worn out after the first use. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the event was attributed to instrument overload.